Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a normal device upgrade procedure, this patient presented to the clinic with shortness of breath (sob). The physician suspected a perforation caused at the implant procedure. A chest x-ray was performed and found the patient had 50% pneumothorax. A perforation was unable to be confirmed. Additional information was received, pneumothorax had been resolved with the placement of a chest tube. All measurements were noted to be within normal limits. No additional adverse patient effects were reported.